Event description:
It was reported that the patient¿s spouse called to ask whether a pump rewind was required when only switching out a connector. The spouse reported that the connector had broken earlier that day and the cause of the break was unknown. Guidance was provided that a rewind was not required for replacing only the connector, although it might be needed after completing the tubing fill during the supply change. The spouse indicated they would call back if further assistance was needed. Blood glucose levels were not affected at that time. Follow-up contact was made to obtain the connector lot number, which was documented as 32495. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.